Event description:
It was reported that during setup prior to a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, foreign material was found in the sterile packaging of the product. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported foreign particle was confirmed upon visual inspection of the returned product. Visual inspection of the blister disclosed a piece of metal stick inside, thus confirming the reported condition. Device was scrapped by stryker.

Manufacturer narrative:
Failure analysis is in progress.